Manufacturer narrative:
One (1) screw was returned for review. The returned product was visually inspected with the naked eye and 10x magnification. Upon observation, the screw was confirmed to be fractured. Wear was observed on the threading, collar and hex of the screw. The complaint is confirmed. The lot number for the screw was not provided and therefore a device history record review could not be completed. A definitive root cause has not been determined.

Event description:
The dentist reported that abutment screw fractured in the implant at tooth site number 20. Both portions of the screw were removed. No delay or patient impact reported.